Event description:
Taxol infusing to patient. After 21 min noted to be leaking at spiros connector. Contacted pharmacy. Returned to pharmacy to be inspected. Patient did receive her infusion. No harm to the patient due to this.